Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr gss kit was returned for assessment. The sheath was subject to visual analysis. There were kinks in the sheath 1.8 and 3.2cm from the hub. The 3wsc was separated from the side tube. Mechanical deformation of the side tube was observed where the separation occurred. The end of the tube is punched shut and appears stretched. Mechanical deformation of the 3wsc at the separation was also observed. The edges of the separation appear frayed and slightly stretched. The complaint can be confirmed for side tube separation based on the state of the returned sample. The exact root cause of the separation could not be determined. The likely root cause is the side tube became separated due to force applied during the procedure, causing it to separate. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the dfmea (design failure mode and effects analysis).

Event description:
The user facility reported that a right heart diagnostic procedure was completed, and the tagaderm adhesive bandage holding the sheath in place was removed when the adhesive stuck to the stopcock on the sheath was removed. At this time, the stopcock separated from the sheath. Blood loss was minimal. The side port tubing was clamped, sheath removed, tr-band was applied, patient was un-harmed, and procedure was successful. The blood loss was less than 250cc's. The reported event did not result in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.